Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill bit broke during a trochanteric fixation nail (tfn) procedure to repair a left hip fracture on (B)(6) 2017. During the procedure, after the nail was already implanted, the surgeon proceeded to drill for the lag screw. The lateral cortex had already been drilled, and when the surgeon was step drilling/advancing the drill, the 10mm end of drill tip broke off into the femoral neck. It was stated that due to a fracture reduction loss, the guide wire probably bent which may have caused the drill bit breakage. There was a reported forty (40) minute surgical delay related to fragment retrieval. It was confirmed that no fragments remained in the patient. Additional x-rays were required to confirm all fragments were retrieved. Subsequently, a better reduction was achieved, and a new set was available for use. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: stryker power drill (part #unknown, lot #unknown, quantity 1), unknown left tfn (part #unknown, lot #unknown, quantity 1). (B)(4).